Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device was found to be eos on hmsc on (B)(6) 2022. Device showed 10 percent/mos2 battery status on (B)(6) 2022. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2023 device was explanted on (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 device was explanted on (B)(6) 2022. Upon receipt, the device interrogation revealed the eos battery status, activated on (B)(6) 2022. The device was implanted for approximately 120 months, and a number of 40 charging cycles was documented in the devices memory. The ICD was subjected to an electrical inspection. The current consumption of the ICD was measured revealing no anomalies. The inspection of the battery condition showed an inconsistency between the amount of charge taken from the battery and the battery voltage. Therefore, the device was opened and the inner assembly inspected. Visually no deficiencies were observed. The eos status was removed with a technical programmer and the electronic module was attached to an external power supply, followed by a subsequent analysis. During the thorough analysis no indication for a malfunction was found, in particular the current consumption of the electronic module was normal and as expected throughout all measurements. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. However, in depth inspection of the battery did not reveal any signs of damage. Inspection of the individual components showed that these were as expected according to the battery state of charge. There was no sign of a battery failure. In conclusion, the ICD was implanted for about 120 months. Despite a thorough analysis of the ICD and its components, no deviations were found which might have contributed to an unanticipated eos battery status. The battery and the electronic module showed no anomalies. There was no indication of a device malfunction during analysis. Therefore, a temporary high current condition which was not reproducible during analysis, cannot be excluded as the root cause.